Manufacturer narrative:
The customer reported that the rns (remote network station) screen was dark this morning and now it does not appear to be on. If the screen is powered off, then back on, it will come on for a couple of seconds. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The device was returned to the vendor. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the rns (remote network station) screen was dark this morning and now it does not appear to be on. If the screen is powered off, then back on, it will come on for a couple of seconds.